Manufacturer narrative:
On (B)(6) 2007, philips healthcare took action to advise the installed base through a product safety notification (B)(4). Furthermore, philips healthcare released a mandatory (B)(4) to update the customer systems to mitigate this issue. (B)(4). This event is similar to MDR report 1525965-2007-00006 and a decision was reached to file an MDR on this report. This issue is associated with customer complaint (B)(4) and incident report (B)(4). This MDR was filed on (B)(4) 2008.

Event description:
An artifact was reported in a head scan in a pediatric pt. Analysis of the images showed that is visualized as a small pattern of low contrast dots in the brain or the so called button artifact. The pt was re imaged on an mr system where any pathology was ruled out. No further action was taken and the pt was released.